Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. A double stop was performed, and the case was completed using radiofrequency (rf). The pnp did not recover. The event did not lead to hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 16 applications were performed with balloon catheter, afapro28 with lot number 04665, without any issue on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the procedure. There is no indication of relation of adverse event to the performance of the product. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's phrenic nerve palsy (pnp) had recovered.